Manufacturer narrative:
Manufacture site ID updated from 1723170 to 3004785967. The computer for the imaging system was returned to the manufacturer for evaluation. Computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system control board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The high voltage tank was returned to the manufacturer for analysis. The tank was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was continuing to fail auto-calibration even after replacing tank on (B)(6) 2018. The problem was isolated to a fault footswitch. Image acquisition system (ias) computer was also replaced due to repeated system control board issues. The pc was returned to the manufacturer and is under analysis. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was failing to boot after auto calibration. The problem was isolated to a defective footswitch and a possible internal wiring problem. The footswitch was pulled from service. After this the system was ready for use and 3d scans were successfully taken during a final check. No patient present.